Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of ¿pump failed during patient use¿ was not reproduced. Instead, the device went into system error 119. The system error 119 can be inadvertently reproduced by pressing a button too long, making the device think there is a "stuck key¿. A review of the event history log revealed system error 119 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad having moderate wear and tear. The keypad will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed during patient infusion in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.